Event description:
Aicd malfunction due to increase in pacing thresholds so that there was intermittent failure to capture the ventricle in a pacemaker dependent patient - cxr did not reveal any abnormalities in rv lead. His ICD is under advisory for premature battery depletion.